Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the video not displaying was failure of the image sensor unit or the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
UDI not available; device not distributed in us. Inspection and testing results found that the image was not displayed due to corrosion on the scope connector. The reported issue (unstable image) was not confirmed during testing. During inspection and testing the following was also found: angulation was insufficient because the angle wire became longer than normal, there were scratches on multiple parts of the device, the adhesive on bending section cover has a chip, there was no electrical continuity due to damage on distal end, scope connector and cover are dirty due to water leakage, and the connecting tube was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the image is not stable. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During testing and inspection, the image was not displayed. This report is being submitted for the malfunction found during evaluation (no image).